Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump screen was discolors and they did not be able to read, did not keep time. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump loses the settings constantly, rainbow effect. The insulin pump will not be returned for analysis.